Event description:
The fibrinogen defradation products (fdp) detection set demonstrated a weak agglutination reaction, with potential for false negative patient results. No patient samples were impacted. The problem was observed when running positive control serum.

Manufacturer narrative:
The problem was detected when running positive control serum. No patient testing.